Event description:
Customer reported unexpected negative results with samples from 2 pts. Unexpected negative results were reported with cells #2 (k+k+) and #8 (k+k-) of capture-r ready-ID), lot id075 when manually testing a pt sample containing anti-k. Antibody screen testing performed using the galileo with capture-r ready-screen (ii), lot x149 resulted in a 4+ reaction with cell #I (k+k+). The anti-k was identified using capture-r ready-ID - extend ii, lot dn010. Unexpected negative results were reported with cells #1 and #6 (e+e+), and cell #3 (e+e-) of capture-r ready-ID, lot id075 when manually testing a pt sample containing anti-e. Antibody screen testing performed on the galileo with capture-r ready-screen (ii), lot k147 resulted in a 3+ reaction with cell #ii (e+e-). The anti-e was identified using capture-r ready- ID - extend I, lot dp012. No medical actions were taken as a result of the unexpected negative results.

Manufacturer narrative:
The presence of the e and k antigens were confirmed on the returned and retention capture-r ready-ID, lot id075. The customer did not submit samples for investigation testing.